Manufacturer narrative:
Additional information: b5, b6, b7, g3, h2, h11. Although requested, the device has not been returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Additional information received clarified that the fibrous membrane was on the anterior optic of the lens. The patient is recovering.

Manufacturer narrative:
Although requested, the device has not been returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that one day post an uncomplicated cataract extraction and implantation of an intraocular lens (iol) into the eye, the patient¿s visual acuity was 20/30. The patient¿s visual acuity decreased over the next week and a half and the iol was observed to be white and opaque. An intraocular injection of antibiotics was administered as a precaution. One month after implant, the surgeon attempted to remove the iol, but observed an inflammatory membrane, allegedly as a result of tass, and removed the membrane. The iol was determined to be clear and remains implanted. Additional information was requested, but not received.

Manufacturer narrative:
Although requested, the device was not returned for analysis. As a serial number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.